Event description:
It was reported that during an unknown procedure, the device jaw broke and fell into the patient. The fallen piece was retrieved from the patient. The procedure was completed with a similar device. There was no harm or injury to the patient reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Additional information fields: d4 (lot and UDI) & h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.